Event description:
Events reported were identified in an article summarizing intraocular lens (iol) exchanges that took place during the time period of 1998 and 2004. Out of 6,630 cataract surgeries, the article reports two instances where the intraocular lens was removed and replaced due to abnormal iol position (decentration/dislocation).